Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow-up report.

Event description:
It was reported the patient has no longer wanted to wear his speech processor. The patient reported a poor hearing perception. Testing was carried out which showed nine electrode channels with increased impedances.